Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of death as listed in the mitraclip system instructions for use , is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for reported death is a undetermined. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, a follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, the patient presented with mixed mitral regurgitation (mr) grade 4+, ischemic chronic mr and a prolapsed anterior 3 (a3) leaflet, mitral leaflet calcification, and leaflet tethering at a2. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2019, the patient expired. The cause of death was unknown. Per physician, the event is unknown if related to the device. No additional information was provided regarding this issue.